Event description:
The patient was initially implanted with an afx2 bifurcated stent graft and a vela suprarenal to treat an abdominal aortic aneurysm (aaa). Approximately (1) one-year post initial implant, the patient was identified with a possible type 3a endoleak. The physician elected to place a proximal extension to resolve this leak. The final patient status was reported as doing great. This event was previously reported under MDR # 2031527-2021-00204. Now, approximately two (2) years post secondary procedure, during a routine follow up a type 3 endoleak (indeterminate type) was identified. The patient is asymptomatic and currently being monitored while an intervention is being discussed. Additional information: the elected to reline the previously implanted devices with an alto stent graft system on (B)(6) 2023. The teritary procedure was uneventful and the final angiogram showed there were no endoleaks. The patient was reported as doing well and was discharged the next day.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the additional endovascular procedure is confirmed. The indeterminate endoleak has been determined to be a type 3b endoleak. This is moderately consistent with the reported adverse event/incident. Device, user, procedure or anatomy relatedness of this complaint could not be determined. Procedure related harms for this complaint could not be determined. There was a previous revision of the stents on (B)(6) 2021 (cautionary product use condition). It is unclear if this contributed to the reported event. The final patient status was reported as discharged home on postoperative day one in stable condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Corrections: h6: health effect - impact code: remove code 4614. H6: medical device problem codes: remove code 4065. H6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2. H3 other text : device remains implanted.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft and a vela suprarenal to treat an abdominal aortic aneurysm (aaa). Approximately (1) one-year post initial implant, the patient was identified with a possible type 3a endoleak. The physician elected to place a proximal extension to resolve this leak. The final patient status was reported as doing great. This event was previously reported under MDR # 2031527-2021-00204. Now, approximately two (2) years post secondary procedure, during a routine follow up a type 3 endoleak (indeterminate type) was identified. The patient is asymptomatic and currently being monitored while an intervention is being discussed.